Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Part 357.377, lot 6668658: release to warehouse date: september 16, 2011. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a prophylactic hip nailing procedure a coupling screw broke into two pieces. The surgeon inserted the helical blade inserter and coupling screw into the guide sleeve and upon the first few mallet strikes on the back of the coupling screw the coupling screw broke into two, the head fell off. They preceded to mallet the screw into the inserter without any issues. There was a three (3) minute delay in order to grab the screw removal set. The rest of the coupling screw was removed easily from the inserter and procedure completed successfully. No reported patient harm; the patient status was reported as stable. Concomitant devices reported: helical blade inserter (part unknown, lot unknown, quantity 1); guide sleeve (part unknown, lot unknown, quantity 1); mallet (part unknown, lot unknown, quantity 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the device was returned and reported to have broken during surgery. This condition is confirmed as the proximal knurled head has sheared off the shaft of the device. It is likely that over 5 years of consistent use and possible off angle hammer strikes has led to this complaint condition. Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review. No product design issues or discrepancies were observed. The helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported to have broken during surgery. The balance of the returned device is in fairly worn condition with several markings from hammer strikes on the proximal knurled head. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. It is likely that over 5 years of consistent use and possible off angle hammer strikes has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.